Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and rewind test. No prime anomaly noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is squirting out insulin during the manual priming process even after the act button is let go. The customer also complained of an air bubble in the reservoir. The customer¿s blood glucose level was 385 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Customer declined troubleshooting for the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.